Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with preoperative diagnosis of open right ¿tibial pilon¿ and lateral malleolus fractures. The patient underwent following procedure: irrigation/debridement, closed reduction/ manipulation, uniplanar external fixation and antibiotic bead placement of right ¿tibial pilon¿ and lateral malleolus fractures. On (B)(6) 2006, the patient presented with preoperative diagnosis of open right tibial pilon and lateral malleolus fractures. The patient underwent following procedures: irrigation/debridement and open right ¿tibial pilon¿ and lateral malleolus fractures. Exchange of antibiotic beads of right distal tibia. Revision of right ankle external fixator. On (B)(6) 2006, the patient presented with preoperative diagnosis of anterior cervical disruption of c5-6. The patient underwent following procedures: c5-6 anterior cervical discectomy and fusion. Decompression of the spinal canal and thecal sac. Arthrodesis using structured allograft and anterior plating set. The patient presented with following preoperative diagnosis: c6 spinous process fracture; c7 bilateral pars fractures. Ligamentous disruption with cervical spine disability. T6 burst fracture. The patient underwent following procedures: posterior cervical fusion from c5 to t1 using lateral mass screws at c5 and c6 and pedicle screws at t1 with spinous process wiring at c6. Arthrodesis. Posterior thoracic fusion from t5 to t7 using pedicle screws, rods and allograft. Intraoperative fluoroscopy. Bilateral c7-t1 laminotomy and foraminotomies were performed. Per-op notes: the area of the thoracic spine was then covered with allograft struts and morselized allograft. Bone morphogenic protein was also place d in this region. The patient tolerated the procedure well. On (B)(6) 2007, the patient presented with preoperative diagnosis of right distal tibial segmental defect. Open right tibia and fibula distal shaft fracture. Open right ¿tibial pilon¿ fracture. The patient underwent the following procedure: removal of antibiotic beads, autogenous bone grafting from right femur shaft, and internal bone simulator placement of right distal tibia. Open treatment of right fibula distal shaft fracture. Per-op notes: after the bone graft was placed, the other lead for the internal bone simulator was placed laterally. On (B)(6) 2007, the patient presented with preoperative diagnosis of open right ¿tibial pilon¿ fracture with segmental bone defect. The patient underwent following procedure: irrigation and debridement of open right ¿tibial pilon¿ fracture. On (B)(6) 2007, the patient presented with preoperative diagnosis of right distal tibia and fibula nonunion. The patient underwent following procedure: repair of right distal tibia and fibula nonunion with fibula-pro-tibia locked plate in antibiotic cement spacer. Removal of hardware of right distal tibia and fibula.